Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The bottom case was in bad condition and the right plunger case was cracked on the side. The event history log showed motor rate errors, force sensor test failed, and syringe not recognized. Occlusion test was performed and the reported problems were duplicated. The root cause was deemed to be a result of the customer's physical and fluid damage to the device, the customer's non-performance of required periodic preventive measure (pm) activities and the customer's general neglect. Actions were taken to mitigate the reported issues: replaced stepper motor, clutches, leadscrew, worm coupling and worm gear, force sensor, and size pot; performed power up process; and all functional tests passed.

Event description:
It was reported that the pump indicated motor errors, force sensor bridge test, barrel size was not recognized. No patient injury was reported.